Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a presyncopal episode occurred after recent pacemaker placement. Intermittent loss of capture and high capture thresholds were noted, with capture only at maximum output. Provocation testing was performed without any findings. The patient was admitted to the hospital for monitoring. No additional adverse patient effects were reported. Additional information was received. A revision procedure was performed, and this pacemaker was successfully replaced, and is expected to be returned to boston scientific for analysis. The associated right ventricular (rv) lead was surgically capped and abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that a presyncopal episode occurred after recent pacemaker placement. Intermittent loss of capture and high capture thresholds were noted, with capture only at maximum output. Provocation testing was performed without any findings. The patient was admitted to the hospital for monitoring. No additional adverse patient effects were reported. Additional information was received. A revision procedure was performed, and this pacemaker was successfully replaced, and is expected to be returned to boston scientific for analysis. The associated right ventricular (rv) lead was surgically capped and abandoned, and a new lead was placed. No additional adverse patient effects were reported.